Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the electrodes. The area was described as an itchy red rash. The patient's doctor recommended removing the device at night to help the irritation. The patient indicated that the irritation had not improved at that time. The final medical outcome of the irritation is unknown.